Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of pain post-op. A post-op CT scan indicated that the most cranial positioned implant had breached the neuro foramen. One week after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.